Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they obtained discordant results after the "progard" was installed in place of "q-gard". The customer ran quality controls (qc), which were out of range. The customer placed the q-gard filter in the correct slot. The customer emptied and filled the water tank two times and ran qc, which were within range. The customer reran both samples and obtained results as expected. The customer installing progard in place of q-gard is a user error. The cause of the discordant, falsely depressed ca results on two patient samples was due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.